Event description:
Pt called to report that device was broken and traveled in her body. She had surgery to remove the broke part, but the filter is still in her body attached to the vein. Pt stated, that her surgeon told her that there is no guarantee the filter will not travel again and it is too dangerous to remove it, because it may cut off the vein and blood supply. Pt did CT and it showed that the device looks like a double umbrella on top of each other. Pt had abdominal pain and she has discomfort and scared that it may migrate again. She is taking pain killer. She was not able to provide any device ID number.